Event description:
It was reported the lcd (liquid crystal display) was cracked. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was cracked. It was also noted that the lower case was broken, the upper case was dented affecting keyboard fit, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched.